Event description:
It was reported that during initial interrogation prior to the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) device showed an error message indicating do not implant, initial device test not passed. The device was not used for implant and another device was used to complete the procedure. No adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at out post market quality assurance laboratory. It was confirmed this device could not be interrogated. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage measured much lower than expected. Visual inspection noted electrical overstress (eos) marks on the high voltage (hv) capacitors and on the hv connection. Detailed testing could not confirm the root cause of the electrical overstress damage as the evidence was destroyed by the overstress event.

Event description:
It was reported that during initial interrogation prior to the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) device showed an error message indicating do not implant, initial device test not passed. The device was not used for implant and another device was used to complete the procedure. No adverse patient effects were reported. The device was returned for analysis.